Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was reported other blood glucose value such as 200 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer was declined to troubleshoot for high blood glucose level. The customer was also reported that the insulin pump alarmed no delivery. The customer was assisted with troubleshooting. The customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.